Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 55 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer continued to use the pump and had manual injections for alternate insulin therapy.